Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from the united states alleging that their onetouch verio iq meter was prompting the meter settings instead of the apply sample symbol when they were attempting to test their blood glucose. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting the meter settings instead of the apply sample symbol when they were attempting to test their blood glucose. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was evaluated and tested with control solution. Pa was able to obtain control solution readings. However, a secondary issue was noted where the meter's spc pin 2 was found low. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #2 (submission 12/28/2012)-correction: previous follow-up report indicated product analysis (pa) was able to obtain control solution readings and a secondary issue was noted where the meter's spc pin 2 was found low. Additional/correction information: the alleged complaint was not reproducible during investigations and the cause of the event is unknown.